Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction: the product for this reporter has been updated to be against the cartridge instead of the insulin pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.